Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an inner insulation abrasion, insulation tear and coil deformation. This type of damage is consistent with repeated stress over time. The reported noise is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent noise throughout an interrogation session without isometrics testing. Reprogramming was performed along with a chest x ray, which did not reveal any obvious fracture. The health care professional (hcp) would continue to monitor. Ts discussed potential risks with noise. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent noise throughout an interrogation session without isometrics testing. Reprogramming was performed along with a chest x ray, which did not reveal any obvious fracture. The health care professional (hcp) would continue to monitor. Ts discussed potential risks with noise. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.